Event description:
It was reported that in sterile processing (re-processing), one of the tips of the crocodile grasper instrument broke off. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The crocodile grasper instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one side of the tip was broken and roughly measured 0.188 x 0.294. The broken piece was not returned with the instrument. No other damage was found. It was concluded that the damage to the tip may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to the tip could likely cause or contribute to an adverse event, if the malfunction were to recur.